Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin rash under the device. The patient was given calamine lotion while in the hospital and physician discontinued use due to irritation. Patient reported that the skin rash is almost gone.